Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced a recent fall. As a result, the patient is without stimulation in her low back. Reprogramming was unable to resolve the issue. Fluoroscopy revealed lead migration. The patient may undergo surgical intervention as the next course of action.